Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd discardit syringe s2 has a poor seal and leaked. The following information was provided by the initial reporter, translated from french to english: syringe leakage during sampling. No negative consequences; delay in treatment only (change of syringes). No patient impact.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2312211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected syringe was returned for evaluation by our quality team. Through examination of the syringe, leakage was observed. An additional (B)(4) retained samples were obtained from the manufacturing facility for review; however, the retained samples did not display any signs of leakage. Based on the returned sample, we were able to confirm the defect of leakage through the plunger due to damage in the plunger lip component. This type of damage may be produced during the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.